Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii. It was reported that patient's previous scs was removed because the device was infused to the patient's bones so it remained implanted but inactivated. No further information was provided. No device issues were reported. No further complications were reported.